Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a high pace impedance greater than 3000 ohms which trigged a lead safety switch (lss). After the lss, there was noise oversensed in all ra pace impedance measurements, which was believed to be caused by electromagnetic interference (emi). Technical services (ts) confirmed ra noise was seen on the atrial tachy response (atr) since the lss, however, the patient was in true atrial tachycardia/fibrillation. It was noted this patient was not pacemaker dependent. Ts suggested the patient get a full ra lead check in clinic. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was checked in clinic. The likely cause of the high impedance was an issue with the ring electrode of the ra lead. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a high pace impedance greater than 3000 ohms which trigged a lead safety switch (lss). After the lss, there was noise oversensed in all ra pace impedance measurements, which was believed to be caused by electromagnetic interference (emi). Technical services (ts) confirmed ra noise was seen on the atrial tachy response (atr) since the lss, however, the patient was in true atrial tachycardia/fibrillation. It was noted this patient was not pacemaker dependent. Ts suggested the patient get a full ra lead check in clinic. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was checked in clinic. The likely cause of the high impedance was an issue with the ring electrode of the ra lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.